Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (unit lemo connector was burned) was able to confirmed by carefusion certified service technician. Visual inspection vent side lemo pigtail pins were burned and bent. However, no abnormalities were found on ac adapter and ptv ac adapter cable extension.

Event description:
The customer reported that the ventilator lemo connector was burned .